Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 2269032 and other expiration date includes 2027-08-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2022-09-26.

Event description:
It was reported that the bd needle precisionglide 22x1in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: needle 0.7x25 13 unit reason: 1 unit - hole in packaging near cannon reason: 10 units - suspected hole in packaging due to extension at the end of the protective cover reason: 4 units - foreign body/stain (3 dark stains, 1 foliage-like) ---- needle 0.7x25probe 0.7x25 lot 2334619 ( 300327) 14 units reason: 4 units - lateral weld failure reason: 1 unit - cannon burnt out reason: 1 unit - suspected hole in packaging due to extension at the end of the protective cover reason: 1 unit - glue leaked near cannon reason: 1 unit - break in protective cover reason: 6 units - foreign body/stain (1 foreign body in the sealed packaging, 3 stains on the protective cover, 1 foreign body in the barrel, 1 foreign body adhered to the probe).